Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's healthcare provider reviewed the pump t:connect data and noted that the basal rate had been at zero for an extended amount of time on multiple occasions. Tandem technical support reviewed the data and found that on two occasions, the pump battery had depleted at a normal rate until it shut down due to low power. The pump was then plugged in and charged a few hours later. This indicates that the gap in the basal therapy was due to the user not charging the pump. The customer's parent could not pinpoint a specific elevated blood glucose during this time period and indicated that the customer would have corrected an elevated bg level by delivering a bolus.